Event description:
It was reported that the device broke off, requiring additional intervention for removal. A 6 fr x 11 cm .035 super sheath introducer sheath was selected for placement. During the procedure, there was no resistance noted when the super sheath device was advanced in the vessel. However, upon completion of the procedure, it was noted that the device broke under fluoroscopic visualization. An attempt was made to extract the foreign body using a non-boston scientific (non-bsc) snare, without success. The detached portion of the device remained in the common femoral artery. A non-bsc 7 fr femoral introducer was then replaced, followed by an 8 fr femoral introducer. The system was mounted on a 7 fr jr 3.5 guide catheter, also without success. Additionally, a non-bsc loop-shaped angioplasty guide was used, but after multiple failed attempts to retrieve the device, the procedure was terminated due to the high risk of associated vascular complications. The patient underwent open surgery to explore and retrieved the introducer sheath. The cardiac catheterization procedure was completed. The patient fully recovered post-procedure.